Event description:
A silicone lens model aa4207vf was implanted in 2000. There were no problems during the surgical procedure, no other procedures were done at the same time and no pre-existing conditions. The injector and cartridge used during suergery were unknown. Two days postoperative, the surgeon diagnosed sunset syndrome. Initially was treated with glasses. Resultant asthenopia due to astigmatism left no option but replacement. Rent in the eye was not noticed during original implant but was found during postoperative exam. The patient's uncorrected visual acuity was 20/60 and corrected visual acuity was 20/20-. The surgeon removed the lens in 2000, a vitrectomy was not required and a three piece lens was implanted. Eight months post, iol exchange the patient's uncorrected visual acuity was 20/200 and correct visual acuity was 20/20. The surgeon indicated that the patient's vision is stable and the prognosis is excellent. The lens was not returned for evaluation.